Manufacturer narrative:
Cmp-(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inner sterile packaging and protections were damaged in several areas. A separate device was used to complete the case.

Manufacturer narrative:
3007963827-2018-0042. Reported event was confirmed by review of the returned product. The femoral component with it's packaging was returned and from the returned packaging it was determined that inner and outer cavities were stressed and cracked. The outer carton doesn't showing much damage. The product was in transit for approximately four and a half years, and the outer carton showed slight damage. Device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause has been reported as shipping and transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.